Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h4, h6: service and repair evaluation: the customer reported that on (B)(6) 2024 the qc connection was broken. The repair technician reported unable to repair due to quick coupling set screw tag welded to body. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was not confirmed. Device history review (DHR): part # 311.01 synthes lot # 7822724 supplier lot # 7822724 release to warehouse date: oct-21-2014. Manufactured by: synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the qc connection was broken on the item. There was no patient or procedure involvement. This report involves one handle with mini quick coupling. This is report 1 of 1 for (B)(4).